Manufacturer narrative:
Device not returned, followed up with company rep.

Event description:
It was reported that a pt underwent a three-levels kyphoplasty procedure at t11, t12, and l5. No issues or cement leakages were observed during the procedure. Reportedly, at the end of the procedure, the pt experienced a drop in blood pressure with a bradycardia. Afterwards, the pt needed reanimation and was transferred to intensive care, under suspicion of lung embolism. The pt died the day after the procedure, without wakening from a coma. The anatomic pathological report indicated a cement cylinder of 2 cm long and 0.2 cm wide was found in the reach of the pulmonary arteries and the cause of death was identified as acute cardiopulmonary decompensation. The pathologist stated that the cement leakage to the lung embolus and the pt's medical history could probably have contributed to the pt's death. No additional info was reported.